Event description:
It was reported that the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported. The customer's reported problem was confirmed. During investigation, the device was powered up and the device started to exhibit double beeping. According to the investigation, the pump downstream sensor caused the reported problem. Service replaced the downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.